Event description:
It was reported that scale marking issue occurred with a bd integra¿ syringe with detachable needle. The following information was provided by the initial reporter, "called in about integra syringes lot # 9035616. The ¿print is gone¿ on 5 of them so hard to measure." 5 occurrences reported.

Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that scale marking issue occurred with a bd integra¿ syringe with detachable needle. The following information was provided by the initial reporter, "called in about integra syringes lot # 9035616. The ¿print is gone¿ on 5 of them so hard to measure." 5 occurrences reported.